Event description:
It was reported that the patient underwent a procedure to revise the newly implanted pacemaker and right ventricular (rv) lead on september 11, 2025. The rv lead exhibited failure to capture and high thresholds. No complications were reported, and the pacemaker and rv lead remain in service.